Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager refrigerator lock misaligned and not closed fully. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator hasp was loose and moving. The field service engineer (fse) adjusted the hasp and adapter plate and tightened the hasp tabs to prevent movement. Preventative maintenance was performed, and the temperature probe was calibrated using a thermometer and the secondary site-installed temperature probe. The system functioned as intended after the field service engineer (fse) resolved the issue.